Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter the surgeon was passed a lap progrip when she asked for a composite mesh during a spigelian hernia repair. After the operation had finished it was realized the mesh was not for ipom placement as was seen on the product labeling. The surgeon phoned the product specialist to ask about the mesh as the packet says a composite mesh but it says in small letters not for ipom. The surgeon checked the instructions for use (IFU) and it did say on the IFU that the mesh is not for ipom. The patient underwent reoperation to take out the mesh and put in a symbotex (an ipom appropriate mesh).